Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was not able to reproduce any of the issues. Fse had the same scope that they were using at time of the issues and it deployed for docking, draping, and targeted properly for what was selected on the robot touchscreen. Fse also calibrated the touchscreen on the robot and that works as intended. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use. Site did a system restart and was able to target and have the patient anatomy work as intended.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse ) that the anatomy positioning appeared flipped when they selected a specific anatomy location on the touchpad. Tse was unavailable to view the logs because onsite was not connected. The user performed a system restart, which successfully resolved the issue. The user continued with the procedure using the same system configuration as planned without further issues. No known impact or patient consequence was reported.